Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for follow up, it was noted that the lead was dislodged during a merlin.net transmission. The lead was explanted discarded and a new lead was placed. The patient recovered perfectly well.